Event description:
It was reported that the cartridge was leaking location was undefined. It was also reported that the pump battery was depleting quickly. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up, so therefore no additional information could be provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.